Event description:
It was reported that this implantable pacemaker experienced interrogation difficulties. Analysis was performed and it was found that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, it was found that the device had entered in storage mode. Replacement of the device was recommended. This device was explanted and replaced. No further adverse patient effects were reported.